Manufacturer narrative:
(B)(4).

Event description:
Certified diabetes educator contacted dexcom on behalf of patient on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) /2015. Sensor was inserted on (B)(6) 2015. Additionally, it was reported that&#1288;e patient did not enter fingerstick values promptly into the cgm device. The dexcom g4 platinum continuous glucose monitoring system user's guide states: to calibrate the system, enter the exact blood glucose value that your blood glucose meter displays within 5 minutes of a carefully performed blood glucose measurement. Entering incorrect blood glucose values or blood glucose values from more than 5 minutes before entry might affect sensor performance, and you might miss a low or high blood glucose value. At the time of contact, no injury or medical intervention was reported.